Event description:
Pt called in 2008, to report finding a pin hole in pd catheter. He was instructed to clamp catheter behind the hole and come to pd unit immediately. Using sterile technique, rn was able to trim the damaged part of the permanent pd catheter, and attach a new adapter and transfer set. As of eight days later, no problems have been noted with an infection.